Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, there was no abnormality found at the connecting tube, so it was considered that the tube was not pushed all the way in when being connected, or that foreign material, etc. Got caught at the connection part, making it impossible for the tube to be connected. The event can be prevented by following the instructions for use which state: 9 preparation and inspection 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connecting tube had broken connectors. There were no reports of patient harm.